Event description:
It was reported that stent damage occurred. A 4.0mmx15mmx90cm express sd renal/biliary stent was selected. During preparation, it was noted that the stent was frayed. The procedure was completed with a different device. No patient complications were reported and the patients's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the product was returned for analysis. Returned product consisted of an express sd stent delivery system and stent with an express sd shelf box, product pouch and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon between markerbands. The middle of the stent had two rows of struts that were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).